Event description:
Event description boston scientific received information that this pacemaker was explanted due to a malfunction of the device. It was later reported that the physician had found in the device memory, several times when the device did not pace. He also noted pauses in pacing while the patient was attached to an external electrocardiogram. The leads threshold and impedance measurements were normal, with good connections at the setscrews. The devices electrical parameters were checked and found to be good. This device was implanted for approximately 5 months. The patient is pacemaker dependent, and the physician elected to explant it. It was reported that there were no adverse patient effects. A competitor's device was implanted. The device has been returned for analysis and warranty credit.